Manufacturer narrative:
Correction: the patient did not lose osseointegration as previously reported. (B)(4). Per the clinic, the patient's abutment fell off. Subsequently on november 10, 2015 the patient was administered general anesthesia to facilitate abutment placement in the operating room. The implanted device remains. This report is filed april 18, 2016.

Manufacturer narrative:
Device is not available for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. The device is not available for analysis.